Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 28, 2018 was filed inadvertently, no magnet dislodgement or serious injury has occurred.

Manufacturer narrative:
This report is submitted on february 28, 2018.

Event description:
It was reported the patient experienced magnet dislodgement. Surgery to replace the magnet is planned but it is unknown if this has taken place as of the date of this report february 28, 2018.